Event description:
During breast augmentation procedure, surgeon noticed outer edge of left nipple where incision was, burned prior to inserting the breast implant. The insulation on the outside of the insulated needle tip cautery was found to have two small areas where the insulation was not there. A new needle tip and a hand held cautery were opened. All items were retrieved and will be returned to the manufacturer. Surgeon repaired the burned area and completed the procedure as planned with no serious injury to the patient. Clinical engineering viewed the needle tip under a light microscope. Images are available of the torn insulation. Hospital will be returning the product to manufacturer for failure analysis.